Event description:
Elevated blood glucose levels, nausea and vomiting [blood glucose increased]. Nausea [nausea]. Vomiting [vomiting nos]. Case description: the patient's family member reported that the patient, who was introduced to the induo insulin doser in 2002 due to diabetes type I, experienced elevated blood glucose levels, nausea and vomiting one week after they began using the doser. The patient was hospitalized one week later for 3 days. The previous day, the patient's blood glucose level was over 400 mg/dl at dinnertime and patient began to vomit. The next day in the morning the patient's blood glucose meter read "high" and patient felt nauseous. Patient successfully performed an air shot with the induo and administered 12 units of insulin at that time. The patient continued to experience nausea and the family member transported them to the emergency room where their blood glucose level was 824 mg/dl and patient received an injection of phenergan and insulin (brand unknown) intravenously. The family member stated that the patient was crazed, violent and screaming so they were sedated with an unknown type of medication. The patient was then transported by helicopter to the ICU at a medical center in another city where they continued to receive insulin intravenously and IV fluids until patient was discharged 3 days later. The family member reported that no changes were made to the patient's diet, but that their activity level had decreased as school had ended the week of the event. The patient did not experience any illness, infection or increased stress or begin any new medications during that time. The family member stated that the induo functioned properly and the patient's blood glucose levels were normal during the week prior to the onset of the event, however, in 2002 family member noticed that the piston rod on the doser was stuck and would not move. Family member does not know if the patient opened the slide on the doser between injections. The patient does not perform the air shot with each injection and they frequently forget to administer their evening dose of lantus insulin. The family member does not know if the patient omitted the patient's dose of lantus the evening prior to the event onset. The patient was diagnosed with type I diabetes three years ago, however, their pancreas was still producing insulin and they administered avandia in addition to insulin at that time. Patient has experienced elevated blood glucose levels in the past, but the family member stated that they have never been as high as they were during this event.